Manufacturer narrative:
Device was returned: visual inspection was conducted, and the external sheath was found to be melted. Functional testing was not performed as to the issue reported was observed during visual inspection. Hence, the reported failure mode was replicated. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that after the ablation, the surgeon retracted the array and noted that it was difficult to remove the device. Wrinkling was observed at the end of the sheath. No patient injury reported and the array was able to be removed. No other information available.